Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition of 'detecting a set when one is not present' was verified as a reload set problem. Review of the event history log found evidence of reload set alarms and a reload set alarm occurred during device evaluation. The cause was determined to be an out of specification ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump detected a set when one was not present. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.